Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced heavy breathing and a swelling around the device in the past. Patient advocate concerned if the same thing would happen. Boston scientific technical services (ts) referred to health care professional (hcp). As of this time, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.